Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after following these instructions, the error code did not reappear. The caller was able to successfully start their sensor session.